Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4): the svc engineer replaced the split line motor and adjusted the od position. The entire optical system was cleaned and checked. The joystick friction plate was also cleaned. He tightened the tilt unit roller glides and repaired a loose chin rest. The unit was then tested. (B)(4).

Event description:
The customer reported that split lines were stuck in the optical path. No info was provided regarding what image types (color, red-free, fluorescein angiography) were affected. The customer did not state that the fluorescein imaging was repeated. However, if the problem occurred during the fluorescein imaging portion of the exam, the tech may have rescheduled the exam. A rescheduled exam would have involved a repeat injection of fluorescein.